Manufacturer narrative:
A supplemental report is being submitted for correction and to include additional information from the medical records and the investigation. The following sections of this report have been corrected/updated: a2 (age at time of the event), b5 (describe event or problem), b7 (other relevant history, including preexisting medical conditions), h6 (health effect - clinical code, device code, type of investigation, investigation findings, investigation conclusions) and h11 (additional narrative/data). The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the device, no visual inspection, functional testing, or dimensional analysis could be performed. In addition, no imagery was provided for evaluation; however, there were medical records provided for evaluation. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, structural valve degeneration related to calcification for the sapien 3 valve has not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events has historically been due to patient factors (age, disease state, patient co-morbidities, and/or pharmacological intervention). In this case, the valve was explanted, and valve calcification was confirmed based on provided medical records. The process of calcification involves the reaction of calcium-containing extracellular fluid with membrane-associated phosphorus, causing calcification of the cells. Many patient-related factors can contribute to the onset and propagation of calcification, and consequently, structural degeneration of the transcatheter heart valve (thv). These factors include age, disease state, patient co-morbidities, and/or pharmacological intervention, such as but not limited to renal failure, hemodialysis, hypercholesterolemia, hyperlipidemia, hypothyroidism, and diabetes mellitus. Due to limited information provided, a definitive root cause was unable to be determined at this time; however, it is possible that one or more of these factors may have been present. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by edwards implant patient registry (ipr), approximately three (3) years and eleven (11) months after the transfemoral transcatheter aortic valve replacement (tavr) procedure with a 29 mm sapien 3 valve, the valve was explanted and replaced with a 25 mm surgical valve. Medical records were received for evaluation. According to the medical records, the patient was admitted with heart failure and found to have early structural valve degeneration of a tavr valve after four (4) years. An echocardiogram performed approximately three (3) years, ten (10) months, and twenty-seven (27) days after the tavr procedure revealed global left ventricular hypokinesis with an left ventricle ejection fraction estimated at 15-20%. The 29 mm sapien 3 valve presented with severe prosthetic valve stenosis. The right and left cusps were thickened and restricted. The peak aortic valve velocity was 370 cm/s, the mean gradient was 36 mmhg, the effective orifice area (eoa) was 0.6 cm2, and there was mild regurgitation. Approximately five (5) days later, the patient underwent explantation of the 29 mm sapien 3 valve and an aortic valve replacement (avr) with a 25 mm surgical valve. Per the pathology report diagnosis, the explanted prosthetic aortic valve was described as "hyalinized and calcified valve tissue, consistent with aortic stenosis".

Event description:
As reported by edwards implant patient registry (ipr), approximately 3 years and 11 months after the transfemoral transcatheter aortic valve replacement (tavr) procedure with a 29 mm sapien 3 valve, the valve was explanted and replaced with a 25 mm surgical valve. The cause of the valve explant is unknown at this time. No additional information was provided.

Manufacturer narrative:
Per the instructions for use (IFU), non-emergent reoperation, emergency cardiac surgery, reoperation, device migration or malposition requiring intervention and device explant are listed as potential risks associated with the device and transcatheter valve replacement (tvr) procedure. The IFU cautions that long-term durability has not been established for the valve. Regular medical follow-up is advised to evaluate valve performance. Accelerated deterioration of the valve due to calcific degeneration may occur in children, adolescents, or young adults and in patients with an altered calcium metabolism. Valve recipients should be maintained on anticoagulant/antiplatelet therapy, except when contraindicated, as determined by their physician. This device has not been tested for use without anticoagulation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Valve reintervention may be due to valve dysfunction (e.g., severe, or clinically significant paravalvular leak, central leak, significant malposition, early/late endocarditis, thrombosis, structural valve deterioration or degeneration) and/or other reasons unrelated to the edwards devices (e.g., treatment of other patient comorbidities). During the manufacturing process, all sapien valves are 100% visually inspected for defects and 100% tested under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. In this case, despite multiple investigational attempts, it was not possible to obtain additional details regarding this event. Due to limited information, a definitive root cause was unable to be determined at this time. At the time of this report, the information available does not reasonably suggest there was a malfunction of the edwards device or that the use or miss-use of the device caused or contributed to the event. There is no allegation of deficiencies related to the identity, quality, durability, reliability, safety, labeling effectiveness, or performance of this edward device. Should additional information become available, the information will be reviewed, and the file updated accordingly. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.